Event description:
The customer reported to olympus that during an unspecified procedure the wire that goes down the center of the single use retrieval nitinol basket v hits the hoop and inhibits the basket when the emergency handle is used to crush the stone or close the basket for removal. The customer used a competitor lithotripsy, spyglass to crush the stone and then had to remove the basket. The failure caused a delay in the procedure. The basket was discarded and will not be returned for evaluation. There was no harm or user injury reported due to the event. Attempts to retrieve additional information from the customer are in progress.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they discarded the device, and it is not available for evaluation. The customer provided photo of the support wire sticking out from the distal end of the coil sheath and the reported event was confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the sheath near the support wire (form of a loop) was excessively angulated or, the support wire which protruded from the coil sheath was excessively angulated. The event can be prevented by following the instructions for use (IFU) which state: ¿never use excessive force to operate the instrument. This could damage the instrument.¿ repetition of stone retrieval will deform and/or deteriorate this instrument. ¿deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection.¿ ¿do not open or close the basket while the forceps elevator of the endoscope is up. Otherwise, the support wire may form a loop. Do not withdraw the instrument from the bile duct while a loop is formed by the support wire. Otherwise, the looped distal end could damage the inside of the bile duct and cause mucosal injury. If a loop of support wire is observed, lower the forceps elevator and open/close the basket. " olympus will continue to monitor field performance for this device.

Event description:
The customer later confirmed the device was inspected prior to use with no anomalies found. The therapeutic endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure was initially scheduled for ninety (90) minutes however the procedure lasted for four (4) hours and forty-five (45) minutes.